Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped due to high pacing impedance. The impedance issue was discovered 6 months prior and the physician decided to monitor and perform the surgery when the device reached elective replacement indicator (eri). Patient was stable.

Manufacturer narrative:
Correction: device code: oversensing code was incorrectly used in the previous report. This report notes the correct code of high impedance.